Manufacturer narrative:
Shorted pins in the power supply module caused arcing and thermal damage with evidence of slight external flame.

Event description:
Customer (dme) reported a device with no power.